Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. International UDI # (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The green led lamp flickered. The fse replaced the power switch overlay and the issue was resolved. The fse also replaced the oxygen inlet filter, air inlet filter and cooling fan assembly as part of preventative maintenance. The device passed all required testing.

Event description:
It was reported that the alarm light emitting diode (led) failed. There was no patient involvement event date not specified; estimate used.